Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the display on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcbs. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. The gui pcb was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.